Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient had started the trial on (B)(6) 2016 and was not getting relief on the night of (B)(6) 2016. They had contacted the healthcare professional and were told to call the manufacturer representative. The patient had not received instructions so they had some questions. The patient had a super pubic tube, had leakage and friend or family member drained the tube. The healthcare professional told them stimulation was too high and that was why the patient was having leakage. The patient was also having pain on the night of (B)(6) 2016 due to pain medication wearing off from the surgery. They wanted to make sure they were doing the right thing and noted they were told the patient could have a shower. Stimulation was lowered on the morning of (B)(6) 2016 and the patient had not urinated yet. The trial was for urinary retention and leaking. The consumer later reported that the serial number for external neurostimulator (ens) was unknown. The patient had a bladder infection and their legs were shaking, which was what caused the lack of effect and pain. The patient took antibiotics and that resolved the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that no urine culture in the hcp records showed a urinary tract infection (uti). No culture in their records proved uti's, however two cultures completed with bacteria consistent with contamination. The patient had a history of urinary retention that raised their baseline risk for frequent uti's.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.